Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. The impedance of the right ventricular pacing lead was observed to be beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed high thresholds, high impedance, and a gradual increase in pacing impedance. The physician decided to conduct more follow up visits. The lead remains in use and no patient complications have been reported as a result of this event.